Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument's conductor wire broke. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that is unknown if the damage was first observed intraoperatively or when the instrument was removed from the patient. It is unknown what surgical task was being performed. The cable looked completely broken/broken in half. It is unknown if there was any insulation damage, loss of cautery, thermal damage, or arcing. A back up instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire from the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was not found. Components adjacent to the broken wire do not show damage. The complaint regarding a broken conductor wire was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.